Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check the autopulse platform (B)(4) displayed user advisory (ua) ua18 (max take-up revolution exceeded) and ua41 (patient temperature sensor failure) error messages. The reporter was unable to specify which among the two reported ua error messages first alarmed. The issue occurred during shift check and there was no patient involvement.

Manufacturer narrative:
The reported event could not be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed multiple occurrences of user advisory (ua) ua18 (max take-up revolution exceeded) and ua41 (patient temperature sensor failure) error messages on (B)(6) 2017, confirming the reported event. The autopulse platform (sn 10952) is a reusable device and was manufactured on 28 sep 2004. It has exceeded its expected service life of 5 years. Evaluation of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture without error. There was no device malfunction observed; however, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As part of routine service during testing, the platform was examined and found physical damages (cracks on the top cover, motor cover, & encoder cover, damaged studs, and pry marks around the battery bay including a bent battery connector). These visual observations are indicative of user mishandling. Although not reproduced during evaluation, the ua 41 error messages recorded in the archive data are intermittent and could reoccur. The ua 41 error messages are likely correlated to the observed physical damage on the platform. Additionally, note that the user advisory error messages are designed into the platform when one of several conditions is detected. The ua 18 error messages observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Upon customer approval, the temperature sensor will be replaced as a precautionary measure to prevent the reoccurrence of the ua 41 error message, along with the replacement of the damaged parts, and the platform will be further functionally tested to full specification. Historical records were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2015 was reported for the autopulse platform with serial number (B)(4) for report of physical damage and an intermittent ua 41 error message. The ua 41 error message was not reproducible during functional testing.